Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture threshold and low sensing was observed during a follow-up in clinic. A chest x-ray showed that the rv lead was pulled back to the right atrium. During the lead revision procedure, the lead was observed to have twiddled back into the pocket. The healthcare practitioner confirmed that patient experienced twiddlers syndrome. The lead was discarded and replaced on (B)(6) 2016. The patient was stable post procedure and discharged.